Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. The exact cause of the user's experience could not be conclusively determined. If additional and significant information is received at a later time, this report will be supplemented.

Event description:
The user facility reported during an unspecified diagnostic procedure the disposable surgical snare failed to cut through the mass and became lodged in the mass. The user cut away the handle to remove the scope from the patient. The patient was sent to surgery to remove the snare. The user facility was contacted to obtain more detailed information regarding the report, but with no result.